Event description:
It was reported that a patient was still having pain and imaging showed a spinous process fracture. There was no trauma or injury reported for the patient. The patient is experiencing no relief from the device. The patient received an epidural to help treat the pain which helped but only provided relief temporarily. The new imaging was compared to the images taken in (B)(6) 2019 and shows that the implant has slid caudally. No surgery is scheduled for the patient at this time.